Event description:
It was reported, "pt underwent a kyphoplasty, 3 levels with the injection of bone cement. Shortly after the procedure ended at 0922, (word blacked out) 2 sats dropped from 98 to 88, bp from 102/56 to 102/40, pulse decreased to 40. (Word blacked out) was incubated after poor response to medications. Transferred to ICU at 0954 and expired at 1030."